Manufacturer narrative:
Addendum (04/28/2015): additional information was received that t he product was stored, handled, and prepped according to the IFU. There were no anomalies noted to the packaging or device prior to use. There were no kinks or other damages noted to the device or packaging prior to inserting the product into the patient. The device prepped normally. It was unknown which contrast media was used. The contrast to saline ratio was 50:50. An everest indeflation device was used, and the same indeflation device was used successfully with other devices. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter was removed easily and intact (in one piece) from the patient. A non-cordis device was used to complete the procedure the device was already returned for analysis however the product analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During a pta (percutaneous transluminal angioplasty) and during use of a 4cm saber pta balloon catheter, it was reported that the balloon ruptured at 10 atm (atmospheres) during its initial dilatation. Therefore, the saber was removed from the patient, and a new balloon was used to successfully complete the procedure. There was no report of patient injury. The target lesion was the left shunt vessel. The lesion was moderately calcified and heavily tortuous. The rate of stenosis was 90%. After the lesion was crossed with a terumo gt guidewire, the saber balloon was delivered to and inflated at the lesion. However, it ruptured at 10 atm during its initial dilatation. The product was clinically used. The product will be returned for analysis.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The product was returned for analysis, however the engineering evaluation has not yet been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during a pta (percutaneous transluminal angioplasty) and during use of a 4cm saber pta balloon catheter (bc), it was reported that the balloon ruptured at 10 atm (atmospheres) during its initial dilatation. Therefore, the saber was removed from the patient, and a new balloon was used to successfully complete the procedure. There was no report of patient injury. The target lesion was the left shunt vessel. The lesion was moderately calcified and heavily tortuous. The rate of stenosis was 90%. After the lesion was crossed with a guidewire, the saber balloon was delivered to and inflated at the lesion. However, it ruptured at 10 atm during its initial dilatation. Additional information was received that the product was stored, handled, and prepped according to the IFU. There were no anomalies noted to the packaging or device prior to use. There were no kinks or other damages noted to the device or packaging prior to inserting the product into the patient. The device prepped normally. It was unknown which contrast media was used. The contrast to saline ratio was 50:50. An everest indeflation device was used, and the same indeflation device was used successfully with other devices. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter was removed easily and intact (in one piece) from the patient. A non-cordis device was used to complete the procedure. The device was returned for analysis. One non sterile catheter saber 3mm x 4cm 90cm bc was returned. The balloon was received deflated and appeared have been inflated. No other damages were noted in the device. A leak test was performed and no leakages were noted. A device history record (DHR) review of lot 17100941 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be confirmed. The device performed as intended and therefore the reported event could not be related to the manufacturing process. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Concomitant products: terumo gt guidewire. (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.